Manufacturer narrative:
A mp1000-0006 sample was not available for investigation of this feedback; however the customer indicates that bounce back was observed during attempts to connect a three-way tap. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 17018095 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Please note, in order to achieve a secure connection with a two-piece spin collar, the maxplus directions for use (dfu) suggest to pull back the collar, insert the luer with a straight in motion and rotate one-quarter turn clockwise, then push down and tighten collar. A review of the customer feedback database indicates that there have been other similar complaints against maxplus components in the last 12 months; however this issue is considered to be rare and no increasing trend of similar complaints has been observed. H3 other text : see section h.10.

Event description:
It was reported that the maxplus positive displacement conn experienced spontaneous disconnection. The following information was provided by the initial reporter: non-return valve which rejects the 3-way tap (didactic). The device was not kept.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxplus positive displacement conn experienced spontaneous disconnection. The following information was provided by the initial reporter: non-return valve which rejects the 3-way tap (didactic). The device was not kept.